Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic renal segmentectomy procedure, while introducing a clipper, the device had a damaged seal, wherein the device¿s seal system component fell/disengaged. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic renal segmentectomy procedure, while introducing a clipper, the device had a damaged seal, wherein the device¿s seal system component fell/disengaged. The surgeon removed the seal system, manually, with tweezers fell into the patient's cavity. A new trocar was used in order to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted: that the circular seals were cut and disengaged. The trocars, cannulas, and envelope seals appeared intact. The obturators were received. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.